Event description:
The event is reported as: alleged issue: doctor attempted to use the catheter during a procedure, but was unable to because the lumen was closed. Pt current condition is fine. Additional information has been requested.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.